Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have had an emergency room visit on (B)(6) 2016 with blood glucose of 20 mg/dl. Customer's emergency room visit was due to low blood glucose. Customer was working in the operating room and passed out. Customer reported of being on sensor but needed more training. Customer was treated with e50. Customer was wearing insulin pump at the time of emergency room visit. During troubleshooting, it was found that basal rates were changed. Customer requested assistance with sensor insertion. Customer reported to have received a lost sensor alarm. Customer declined further troubleshooting.